Event description:
It was reported, there was resistance to placement of the puncture sheath in the sedinger package, and when it was removed, the puncture sheath was found to be cracked, causing the patient to bleed profusely from the puncture site. The client replaced the mst, unwrapped the new package, and continued with the placement maneuver, and prompt compression hemostasis was given. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .the device has not been returned to the manufacturer for evaluation.